Manufacturer narrative:
The evaluation and repair of the device has not been completed.(B)(4).

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and could not duplicate the reported malfunction. No parts were replaced. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications.

Event description:
Covidien received information stating that an 840 ventilator had unresponsive touchscreen. The ventilator was not in use on a patient at the time the malfunction occurred.